Event description:
The customer reported that the system would not boot. No patient injury was reported.

Manufacturer narrative:
The ge service rep reloaded the software and verified proper boot and functionality. The system operates as intended.